Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy procedure in 2009. The blade failed to rotate prior to first use. The device was replaced with a new handpiece, and the procedure was successfully completed with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 08/05/2009conclusion: the actual device involved in this event was returned for evaluation. The pillow passed the pressure decay test. The device passed all visual and dimensional evaluations. The pillow worked when activated. When the returned trigger alone was attached to the motor drive unit and activated, the device operated as intended on the first attempt without issue. Whent he returned main housing was attached to that trigger and activated, the device continued to operate as intended. At no time during the evaluation did the device stop operating as intended.

Manufacturer narrative:
Blade will not rotate: prior to first use. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.